Manufacturer narrative:
Additional information: it was indicated that the nc euphora balloon shaft bent and broke when excessive force was placed upon it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: facility name and address updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one nc euphora ptca balloon catheter to treat a lesion. It was reported that during routine percutaneous coronary intervention the balloon shaft broke off before entering the patients body. It was stated that intervention was required. It was reported that serious injury occurred.

Manufacturer narrative:
Additional information: a tortuous, calcified lesion in the left anterior descending (lad) artery. Resistance was noted when advancing the device to the lesion and excessive force was used. It was reported that the detachment occurred during advancement of the device at the lesion. The balloon was not inflated. It was later stated that the detached portion of the device was successfully removed from the patient by pulling out along with device. It was also later stated that serious injury/intervention did not occur. The patient is reported to be alive. If information is provided in the future, a supplemental report will be issued.